Event description:
Customer states she was hospitalized for dka. Troubleshooting was done and insulin exited freely from tubing. High pressure test not done b/c the customer did not have the tubing clamp.